Event description:
It was reported that the patient had a syncopal event with a fall at her nursing home. The rv capture threshold was high. The decision was made to replace the rv lead due to possible loss of capture. The lead was explanted and replaced. There were no adverse consequences. The patient was stable prior, during, and post procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.